Manufacturer narrative:
Siemens concluded the investigation for an outside of the united states (ous) customer observation of elevated atellica im high-sensitivity troponin I (tnih) results on different patient samples that were discordant compared to retest results. An extended calibration was used to initially run the tests. Qc was not run prior to the elevated results. Siemens customer service engineer (cse) visit was requested to the site. The cse inspected the system and performed the following actions: system decontamination and adjustment of reagent and sample probes, recalibration of tnih on the same ready pack used for the initial run which returned the system to normal operation. The samples were retested after these actions and results were lower as expected. Quality control (qc) and precision test were found to be acceptable post service, and instrument is operational. These service actions are considered normal troubleshooting for issues of this nature. The interpretation of results section of the instructions for use (IFU) states, "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
The customer obtained elevated advia centaur high-sensitivity troponin I (tnlh) results on 3 patient samples with lot 093 on an advia centaur xp instrument. The results were discordant compared to retest results when the same samples were retested on the same instrument using a different reagent pack. The initial results were reported to the physician(s) and were questioned. The patients were held more time in emergency department for additional troponin tests and ECG. Corrected reports were issued. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.